Event description:
Vns patient experienced a vagal palsy when stimulation was initiated following generator replacement surgery for end of service. Further follow-up revealed that the patient's seizures are being controlled with the vns therapy and that the vns system is working properly. The patient was diagnosed with left vocal cord paralysis and is being treated by an ent by injecting fat into the vocal cord.